Manufacturer narrative:
There has been no notification of a revision taking place. Without the return of any device for analysis, it is not possible to reach a root cause. No x-rays showing the lead migration were made available. Lead migration from the location chosen at initial implantation, resulting in stimulation changes is listed as a potential risk in the manufacturer's instructions for use (IFU). The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.

Event description:
The patient was implanted with an evoke spinal cord stimulation (scs) system on (B)(6) 2023 treating raynauld syndrome in all extremities. The patient reported irregular stimulation. An x-ray was performed which indicated a lead migration. A lead migration was intended to be performed.

Event description:
The patient was implanted with an evoke spinal cord stimulation (scs) system on (B)(6) 2023 treating raynauld syndrome in all extremities. One cervical lead was implanted for therapy in the hands, and the 60 cm lead for the legs. On (B)(6) 2023 during a follow-up visit, the patient reported there was no regular stimulation of the cervical electrode in the hands but had stimulation in the lumbar spine. An x-ray revealed the electrode migrated and a revision is needed but has not been scheduled. We one cervical ( I think the 90 cm) for hands, and the 60 cm lead for the legs. Additional information has been requested but was unavailable at this time.